Event description:
It was reported by the field clinical specialist that during a transfemoral tavr with a 29 mm sapien 3 ultra resilia valve, that a 26mm sapien 3 ultra resilia valve was opened and implanted in error. The implanter noticed more resistance than usual, and it was reconfirmed that the 29mm commander delivery system (ds) and indeflator volume were correct for a 29mm. Echo noted moderate aortic insufficiency, and it was then realized that a 26mm valve was opened and used with a 29mm ds. Once recognizing there was valve stability, a 29mm sapien 3 ultra resilia valve was prepped and safely implanted within the overexpanded 26mm sapien 3 ultra resilia valve. The ejection fraction improved immediately to 40% (from 15% at baseline) and the mean gradient was 3mmhg. The patient is stable and recovering. Medical records were received and reviewed; the patient underwent a successful transcatheter aortic valve replacement with right 29 mm edwards sapien 3 ultra resilia prosthesis using right transfemoral approach to treat severe aortic stenosis. A 29 mm edwards sapien s3 ultra resilia prosthesis mounted on a delivery system was prepared and correct valve orientation confirmed (this was the understanding until later it was figured that the valve was 26 mm instead of 29 mm). The prosthesis was advanced via the tavr sheath over the left ventricular guidewire to the ascending aorta and then to a position straddling the native aortic valve. A careful assessment of the valve position was made using repeat ascending aortography. The valve was implanted by balloon inflation during rapid ventricular pacing. The valve delivery system was withdrawn to the aortic arch. Ascending aortic angiography revealed mild-moderate aortic regurgitation and no evidence for compromise of coronary blood flow. They then post dilated this valve with a plus 2 cc. It was noticed mild central leak as well. They then checked the box again and figured that it was a 26 mm valve. After detailed discussion, they then placed a 29 mm valve inside the prior 26 mm valve. There was trace paravalvular al after the same. The guidewire was then removed from the left ventricle. The esheath was removed and the case was concluded without patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and operative report records received. Sections b5, b7, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The incorrect size of thv (26mm instead of 29mm) was prepped and implanted in patient; subsequently, aortic insufficient was found, and post-dilation with additional 2 cc was performed, leading to central regurgitation as reported. As such, available information suggests that procedural factors (incorrect size of thv, overexpanded thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist that during a transfemoral tavr with a 29 mm sapien 3 ultra resilia valve, that a 26mm sapien 3 ultra resilia valve was opened and implanted in error. The implanter noticed more resistance than usual, and it was reconfirmed that the 29mm commander delivery system (ds) and indeflator volume were correct for a 29mm. Echo noted moderate aortic insufficiency, and it was then realized that a 26mm valve was opened and used with a 29mm ds. Once recognizing there was valve stability, a 29mm sapien 3 ultra resilia valve was prepped and safely implanted within the overexpanded 26mm sapien 3 ultra resilia valve. The ejection fraction improved immediately to 40% (from 15% at baseline) and the mean gradient was 3mmhg. The patient is stable and recovering.